Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. D01968) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, spontaneous abortion, cholecystectomy, cesarean section (preterm- (B)(6) 2015-31 weeks-c-section) and tonsillectomy. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2020). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2021 00:00 insertion details: first on the left and then on the right, we placed the essure, wheeled back, opened and wheeled back again. On the left, there were three coils showing and on the right, there was one. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. [Blood test] in 1999: no complications; in (B)(6) 2011: term svd, macrosomia, borderline low platelets [pathology test] on (B)(6) 2015: diagnosis: uterus, cervix, leep: severe dysplasia (cin 3) not present at the marginchronic cervicitis biopsy site changes specimen type a: carcinoma in situ of cervix clinical impression and history: carcinoma in situ, desires sterilization gross description: one aspect is pink-tan and glistening and focally hemorrhagic. The opposing aspect is red and dull.; on (B)(6) 2020: final diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy and salpingectomy: cervix: mild chronic cervicitis with squamous metaplasia endometrium: secretory endometrium with no pathologic diagnosis myometrium and uterine serosa: no pathologic diagnosis bilateral fallopian tubes: essure coils with no microscopic diagnosis. Gross description: right and left fimbriated fallopian tubes are 6.5 cm long by 0.5 cm diameter with pinpoint lumen and essure coils within the lumen. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received .medical history & lab data added including pathology test .reporter information added .lot number added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. D01968) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, spontaneous abortion, cholecystectomy, cesarean section (preterm- (B)(6) 2015-31 weeks-c-section) and tonsillectomy. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2020). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2021 00:00. Insertion details: first on the left and then on the right, we placed the essure, wheeled back, opened and wheeled back again. On the left, there were three coils showing and on the right, there was one. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. [Blood test] in 1999: no complications; in 2011: term svd, macrosomia, borderline low platelets [pathology test] on (B)(6) 2015: diagnosis: uterus, cervix, leep: severe dysplasia (cin 3) not present at the marginchronic cervicitis biopsy site changes specimen type a: carcinoma in situ of cervix clinical impression and history: carcinoma in situ, desires sterilization gross description: one aspect is pink-tan and glistening and focally hemorrhagic. The opposing aspect is red and dull.; on (B)(6) 2020: final diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy and salpingectomy: cervix: mild chronic cervicitis with squamous metaplasia endometrium: secretory endometrium with no pathologic diagnosis myometrium and uterine serosa: no pathologic diagnosis bilateral fallopian tubes: essure coils with no microscopic diagnosis. Gross description: right and left fimbriated fallopian tubes are 6.5 cm long by 0.5 cm diameter with pinpoint lumen and essure coils within the lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal ") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.